Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an episiotomy repair procedure on unknown date in 2019 and suture was used. The suture broke after tying the knot and securing it. There were no adverse patient consequences reported.